Manufacturer narrative:
Returned device was received in good physical condition but the lower left front corner of the top case was chipped. Evidence of reported problem in event log was found. During the evaluation of the device, the failure was found on power up and the interconnect board was found not to operate as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with base hardware failure. There were no adverse events reported.

Manufacturer narrative:
Other, other text: additional information: issue was detected prior to infusion.

Event description:
Additional information: issue was detected prior to infusion.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During power up process, the device gave a "base hardware failure". The reported issue was confirmed. The device issue was determined caused by an issue with the interconnect board; once this was replaced the device met with specifications. The cause of the component failure was not definitely established.